Manufacturer narrative:
Device passed the displacement test and self test. Pump error 4 and error 63 confirmed in device history with variable due to broken trace at keypad assembly . Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. No unexpected pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 54 and pump error 3 alarms due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. Customer was able to clear the alarm but unable to complete rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.